Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that durinng hemodialysis treatment for the patient, the nurse found leakage below the y junction. Dialysis was discontinued at once. The next day, the catheter was pulled and replaced for the patient.

Manufacturer narrative:
The manufacturing lot number associated with this complaint was 323972. The DHR review indicated that there was no quality issues associated with this defect mode. The complaint sample was not returned to the manufacturing site for review. Without the sample, it is not possible to determine a confirmed root cause of this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue. The product sample was returned within a generic plastic bag. It consisted of a palindrome 19/36 kit with slots. This device was received cut approximately at 2.5 cm below the hub and presented signs of use. After visual inspection, a hole was found on the joint of the catheter, between the hub and the anti-microbial sleeve. During functional testing (underwater test) bubbles were detected coming out below the hub, from the lumen which corresponds to the arterial extension. The lumen related to the venous extension did not show bubbles during the test. As per the instructions for use (IFU) it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks scrapes, and cuts which could impair its performance. The complaint details indicated that the product was tested prior to insertion, and although the dwell time of the catheter was not provided, it can be noted that the issue was identified during hemodialysis treatment for the patient. Manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. Based on all gathered information, it can be concluded that more likely, the device was damaged during the medical procedure. With the available information, the most probable root cause could be that the leak could be caused due to excessive force or due to inappropriate use of cleaning agents. No additional actions are required at this time. The lot involved in this event was manufactured on (B)(6) 2011, before the implementation date of actions related to a corrective and preventive action (CAPA). After evaluation, it was defined that this event is addressed by this CAPA and no additional actions are required.

Event description:
It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 10/22/2014.an investigation is currently underway. Upon completion, the results will be forwarded.